Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device beeping following upgrade.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the (B)(6) 2009 and performed to specification up to the (B)(6) 2010. Temperatures are recorded below the recommended minimum operating temperature for the device. The device failed multiple self-tests due to a low battery between january 2010 and november 2012. A fresh pad-pak was installed on the (B)(6) 2015, the device passed a self-test. Multiple manual power ups of ten minutes duration were observed in the device memory between the 1st-26th december 2015. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. There was no evidence in the history log of the device ever being upgraded, this was successfully carried out during testing. The only way the reported fault could be replicated was with a partially depleted pad-pak being installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.